Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The partial stent deployment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. At the time of the release of the stent it only partially deployed. The patient was sent for surgery to remove the partially deployed stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.